Event description:
Reporter states the end user was exiting their vantage modified mini van with their caster wheels on the ramp when the pt reached back to hook their arm around their backpost. At this point the pt did not have their hand on the joystick, the chair rocked forward on to the front caster wheels with the rear wheels rising off the floor of the van and the chair went down the ramp on the front casters only. When it reached the end of the ramp it dug into the grass throwing pt out. The pt claims the falll broke their tibia and fibula in their right leg and the femur in their left leg.